Event description:
It was reported that the t:slim x2 pump battery would not charge due to the use of a third-party wall adapter and charging cable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl during the pump shutdown. Technical support instructed the customer to try using a different wall adapter, which resolved the issue, and informed them about the risks of using non-tandem supplies. A replacement tandem wall adapter and charging cable were sent to the customer with advice to monitor the situation and call back if the problem persists.